Event description:
Information received by medtronic indicated that insulin pump gave an alarm code and it said to replace the battery inner hairline. There was a crack from top of battery area to the bottom side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2022 customer called in with the following concern: he got up to take a step it gave an alarm code it said to replace the battery. Pump was dropped on 3.5 feet hardwood, inner hairline crack from top of battery area to the bottom side. Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacement unit persisted on blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was not able to push back in the right position. Electronic stack was placed into a test case, monitored and no blank display noted. Unable to perform displacement test due to electronic stack was removed from original case into a test case. In conclusion, unit was received with a blank display due to cracked case in multiple locations causing the battery tube to become loose and test battery cap not making contact to the battery tube. Electronic stack was placed into a test case and no blank display noted. Customer allegations for cosmetic damage was confirm during visual inspection when cracked case(battery tube) and cracked battery tube were noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.